Event description:
Additional information was received that oversensing resulting in pacing inhibition on a non- pacer dependent patient was observed on the rv lead.

Event description:
Additional information was received that the device was reprogrammed to resolve this event.

Event description:
It was reported that, oversensing was observed on the right ventricular (rv) lead. Rv lead insulation damage was suspected but this was not confirmed. No intervention has been performed. The patient was stable.